Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating that the customer received an occlusion alarm. Customer's blood glucose level was slightly impacted. During troubleshooting between manufacturer and customer, system check indicated that the cartridge and tubing functioned as expected.